Manufacturer narrative:
The field service representative (fsr) replaced the ccm. Performance and verification checks passed successfully. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed a white box on the screen with no message or main screen displayed. The ccm was restarted and then booted up normally. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed via a photograph of the blank message box. During laboratory analysis, the product surveillance technician (pst) connected the central control monitor (ccm) to lab use only (luo) testing equipment. After a successful bootup, the system was shut down and the message appeared as expected. The system was left on this screen to see if there were any changes and the message remained until the system was disconnected. The system was restarted several times and functioned as it should. Typical and atypical shutdown was performed, and no issues were observed. The ccm was left on overnight and restarted with no disruptions. It was determined that the ccm met specification. The service repair technician (srt) could not duplicate the reported complaint. The unit ran as expected and passed all safety and release testing with no issues. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.